Event description:
The report from the saga database indicated that: a pt underwent a procedure to the svg to the mid first diagonal artery. The pt had three arteries with greater than 50% stenosis. As evaluated by quantitative coronary angiogram (qca), the diameter 10mm distal to the proximal anastomotic site was 3.6mm, preprocedure stenosis was 82%, and the target lesion was 12mm long. Preprocedure timi flow was two. A 3.5x18mm cypher stent was deployed at 14 atm. Intraprocedure medications were a g2b3a agent, nitroglycerin, heparin, levophed and plavix. An embolic protection device was used. The site was not postdilated. Postprocedure stenosis was 4%, per qca, and timi flow was 3. There was no dissection. Ten months later, the pt had revascularization of the target vessel for restenosis. Postprocedure medication was plavix 75mg for 12 months. Per the reporter.